Manufacturer narrative:
Based on information provided, it cannot be determined that the alleged hospitalization, infection, swelling and subsequent surgical procedure are related to activ.a.c. Therapy. This report is being filed due to possible use error related to dressing application. The family member stated she does not believe v.a.c. Therapy caused the adverse event. Device labeling, available in print and online, states: infected wounds should be monitored closely and may require more frequent dressing changes than non-infected wounds, dependent upon factors such as wound conditions, treatment goals and instillation therapy parameters (for the v.a.c. Instill therapy system). Refer to dressing application instructions (found in v.a.c. Dressing cartons) for details regarding dressing change frequency. As with any wound treatment, clinicians and patients/caregivers should frequently monitor the patient's wound, periwound tissue and exudate for signs of infection, worsening infection, or other complications. Some signs of infection are fever, tenderness, redness, swelling, itching, rash, increased warmth in the wound or periwound area, purulent discharge or strong odor. Infection can be serious, and can lead to complications such as pain, discomfort, fever, gangrene, toxic shock, septic shock and/or fatal injury. Some signs or complications of systemic infection are nausea, vomiting, diarrhea, headache, dizziness, fainting, sore throat with swelling of the mucus membranes, disorientation, high fever, refractory and/or orthostatic hypotension or erythroderma (a sunburn-like rash). If there are any signs of the onset of systemic infection or advancing infection at the wound site, contact the treating physician immediately to determine if v.a.c. Therapy should be discontinued. Precautions the v.a.c. Therapy system will not be effective in addressing complications associated with the following: -ischemia to the incision or incision area. -untreated or inadequately treated infection. -inadequate hemostasis of the incision. -cellulitis of the incision area. Device not returned

Event description:
On jan 14 2017, the following information was reported to a kci representative by the home health agency nurse: the patient needs a new unit. The patient was in the hospital from the (B)(6) until today and experienced difficulty placing the unit. The kci representative spoke to the patient's daughter who alleged the nurse did not know how to apply the dressing and the unit was not suctioning. The patient's daughter alleged the patient's wound got swollen and infected. On jan 17 2017, the following information was reported to kci by the home health agency nurse: the patient was admitted to the hospital on (B)(6) 2016 for cellulitis. A wound culture was positive for pseudomonas, and the patient was placed on antibiotic therapy. The nurse could not confirm if hospitalization was related to v.a.c. Therapy. The nurse stated the patient was discharged from hospital on (B)(6) 2017 on antibiotic therapy. The nurse stated no additional issues are currently present. On jan 17 2017, the following information was reported to kci by the family member: the family member confirmed the infection and swelling occurred on (B)(6) 2016. The patient's daughter stated vac therapy was applied on (B)(6) 2016. On (B)(6) 2016, the patient experienced technical issues, and was hospitalized the same day with swelling and infection. (On (B)(6) 2016, a family member contacted kci and reported the unit was alarming - blockage. After troubleshooting it was determined the unit was functioning as expected and the issue was at the dressing site. Kci instructed the customer to contact the health care provider. There was no allegation of injury at the time of the customer contact on (B)(6).) On (B)(6) 2016, the patient subsequently underwent a surgical procedure, type unknown. The patient's daughter alleged the nurse who placed v.a.c. Therapy on (B)(6) 2016, performed the placement incorrectly causing the technical issues which then caused the infection, swelling and hospitalization. The patient's daughter confirmed she does not believe v.a.c. Therapy caused the adverse event. The patient's daughter stated the patient was discharged from the hospital on (B)(6) 2017, and no present allegation of harm or injury. On (B)(6) 2016, the device was tested per quality control (qc) procedure by kci field service, and the unit passed the qc checks and met specifications. On (B)(6) 2016, the device was placed with the patient. On jan 26 2017, the kci quality engineering determined three (3) unsuccessful attempts were made to retrieve the activ.a.c. Device. To date, this device is unavailable for evaluation in kci quality engineering.

Manufacturer narrative:
Based on the additional information obtained regarding the dressing, kci's assessment remains the same; it cannot be determined that the alleged hospitalization, infection, swelling and subsequent surgical procedure are related to activ.a.c.® therapy.

Event description:
A device history review of the v.a.c. ® granufoam¿ dressing (lot number 2962868) did not identify any nonconformances in the manufacturing of this lot related to this event. All end release testing of product and packaging performance met specifications.

Manufacturer narrative:
Based on the additional information obtained regarding the device, kci's assessment remains the same; it cannot be determined that the alleged hospitalization, infection, swelling and subsequent surgical procedure are related to activ.a.c.® therapy.

Event description:
On (B)(6) 2016, the device was tested per quality control (qc) procedure by kci field service, and the unit passed the qc checks and met specifications. On (B)(6) 2016, the device was placed with the patient. On (B)(6) 2017, the device was tested per quality control (qc) procedure by kci quality engineering, and the unit passed the qc checks and met specifications. Inspection and testing of the device did not reveal any evidence of an operational malfunction with the unit.